Event description:
The customer reported that the needle did not deploy properly and that the cannula was barely out of the pod. The customer still wore the pod for three days even though he was experiencing high (>500 mg/dl) blood glucose levels.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and properly deploy the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.